Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones (16 times). Technical services were consulted and explained that the tones can typically mean that the battery is low. The patient was referred to their physician. This device is part of the emblem s-ICD premature battery depletion advisory. No adverse patient effects were reported. This device remains implanted and in service. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device is not expected for return as it has been retained by the customer.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones (16 times). Technical services were consulted and explained that the tones can typically mean that the battery is low. The patient was referred to their physician. This device is part of the emblem s-ICD premature battery depletion advisory. No adverse patient effects were reported. This device remains implanted and in service.

Manufacturer narrative:
Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting beeping tones (16 times). Technical services were consulted and explained that the tones can typically mean that the battery is low. The patient was referred to their physician. This device is part of the emblem s-ICD premature battery depletion advisory. No adverse patient effects were reported. This device remains implanted and in service. Additional information: this device was explanted and replaced. No additional adverse patient effects were reported. This device was returned for analysis.